Event description:
A ventilator was returned to the manufacturer for preventive maintenance. During the evaluation of the device at the manufacturer's service center, a service required alarm condition was observed. The device's internal battery was replaced to address the issue.